Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the ventricular output connector was broken. It was also noted that the upper and lower cases were broken, the ring cover and both bail covers were broken, the lead flex cover was broken and contaminated, the battery contacts were compressed, the battery drawer was broken, the keyboard was scratched, and the heart lead flex connectors were contaminated. (B)(4).

Event description:
It was reported the connector is damaged. The device was returned for repair and calibration. A full functional test was requested. There was no patient involvement.